Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. Customer stated that the drive support cap is protruded. Blood glucose value was 227 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform the occlusion, prime and excessive no delivery test or verify motor error alarm due to loose/protruded drive support disk. The motor passed the motor test. The insulin pump received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.